Event description:
Rec'd notice of complaint concerning above product from chief technician. Reports a leak at the injection port on the venous drip chamber. Leak occurred approximately midway through the treatment. This is 1 of 2 complaints from this facility. Actual samples have been discarded, remainder of this lot number has been returned for evaluation. Reports no pt injury. Does not have any further clinical info. Director of nursing not available today, message left for director of nursing to return phone call. 11/30-leak reported to be from the drip chamber, but director of nursing not sure of exact location. Reports 2 events. First event-no blood loss in excess of 20cc. Second event-reported blood loss of 50cc. No medical intervention required. All reported events are isolated to the stated lot number. Companion samples available. Director of nursing to return call on 12/01 after obtaining further requested clinical info. Response letter and mailer have been sent to the facility.